Event description:
It was reported that during normal follow-up, episodes of vf and non-sustained rv oversensing due to noise were observed. Noise was reproducible. Lead was extracted. The patient's condition was stable after surgery.

Manufacturer narrative:
(B)(4). Internal insulation abrasion under the rv shock coil was noted at 61.2-61.4cm from the connector pin. The etfe coating was abraded at this location, consistent with the field observation of noise.